Event description:
The patient experienced hemoptysis following the cardiomems implant procedure. He was in-patient and sent to the critical care unit following the cardiomems implant procedure. The hemoptysis was due to a perforation during the procedure that was discovered over the following weekend. He was discharged on (B)(6) 2022.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.